Manufacturer narrative:
(B)(4).

Event description:
It was reported that the custom tracheostomy tube was received by the customer broken and that the patient almost got plastic stuck in his throat. The event occurred in the patient's home.